Event description:
Customer reportedly obtained a result 160mg/dl while the paramedic's device read 50mg/dl ten minutes later. Customer states that the vial is not capped tightly at all times. Customer drank juice and ate. No quality controls were used. Requested return of suspect device and replacement was sent.